Event description:
Thoratec confirmed outflow graft bend relief disconnected and abnormally thickring thrombus in inflow conduit - as noticed during explant/transplant, but device functioned as intended in mock loop.